Event description:
It was reported that the patient's generator could not be interrogated with two different programming systems. Per the surgeons office, the patient was referred for generator replacement due to the generator not functioning properly (i.e. Not being able to be interrogated). Generator download data was received and reviewed. No reboots were identified. A review of the battery voltage and charge accumulation measurements showed that the generator may have prematurely depleted. It is known that m1000 generators add a 0.5 v offset in battery voltage measurements when the accumulated charge consumed is < 7.5%. Thus, the battery status seen during interrogation was likely higher than the true battery voltage. Thus, it is possible that the failure to interrogate is due to battery depletion, and that the generator prematurely reached end of service. A review of the log files from the generator data indicated that there were no signs of life (i.e. No successful communication packets) from the generator. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Product analysis on the generator was completed. As-received, the generator could not be interrogated, and the measured battery voltage confirmed that the generator was depleted. Electrical testing identified a high current drain condition. The microprocessor was removed and attached to a test board, and the same high current condition was replicated. Thus, the high current condition was isolated to the microprocessor failure. Product analysis concluded that the generator reached and end of service condition prematurely due to a high current condition on the microprocessor, and the failure to program was due to the generator being at end of service. No additional relevant information has been received to date.

Event description:
The premature end of life was determined due to a malfunction of the microcontroller (a1) causing persistent high current consumption that is still present when tested in product analysis.

Event description:
The patient underwent generator replacement. The explanted generator has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.